Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to urethral atrophy at the site of the cuff. All the components were removed and replaced with a new aus consisting of a 4 cm cuff, a control pump and a 61-70 cm balloon. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.